Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) radiofrequency (rf) ablation procedure, with a qdot micro, and the patient experienced cardiac tamponade. Prior to the hemostasis, the heart movement observed in fluoroscopy appeared unusual, and intracardiac echocardiography revealed the pericardial effusion. After drainage was performed, the blood pressure recovered. The physician's opinion on the relationship between the event and the product was unknown where the cardiac tamponade occurred. No extended hospitalization was required. The outcome of the adverse event was improved. The physician commented that during the acquisition of matrix information in the right atrium using octaray, it is possible that octaray penetrated the left atrium and caused damage to the roof of the left atrium. The outcome of the adverse event was fully recovered (no residual effects). The patient was discharged from the hospital four days after the procedure, and it was noted that the patient did not require extended hospitalization. Relevant tests/laboratory data indicated that an echocardiogram and computed tomography (CT) scan were performed. Other relevant history/preexisting condition were paroxysmal atrial fibrillation and atrial flutter. The procedural act was over 300seconds. Transseptal puncture was performed with rf needle and one transseptal puncture site was performed during the procedure. One catheter exchange occurred during the procedure. The patient did not require cardiac surgery. Prior to noting the cardiac tamponade, ablation was performed. The event occurred at the end of the procedure. The number of performed rf ablations was 78 ablations, and 71 ablations within the pulmonary veins. Eight ablations were performed outside the pulmonary veins. There was no evidence of steam pop. Irrigation catheter flow settings pre was 2 seconds and post was 4 seconds. The patient did not require cardiac surgery. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization used were graph, dashboard, vector, visitag, and cf was realtime, graph, and vector.